Event description:
Heated wire adapter for fisher & paykel (mr730) humidifier. Wires are being inspected in cleaning area and burned ones replaced. The following wire was removed from unit. Connector is burned and a possible fire hazard. For some reason only the long wire on this adapter is having this problem.